Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2019 due to high blood glucose level was 448 mg/dl. The customer reported that the blood glucose level at the time of incident was 497 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with intravenous fluids at the hospital and had undergone computed tomography scan at the hospital. The customer alleged the insulin pump for under delivery because the insulin pump was not delivering when he tried to deliver 1-2 units. The customer reported that the insulin pump failed the displacement test. The insulin pump will be returned for analysis.